Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide break was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of tissue damage and surgical procedure are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via a 6f sheath using the pre-close technique prior to an endoprosthesis implantation for isolated iliac aneurysm. Reportedly, after proglide deployment, the guide was noted to be separated and the vessel was torn. The vessel was incised and all components of the proglide device were removed. The iliac endoprosthesis procedure was completed. Hemostasis was achieved and the vessel was repaired with a surgical patch. There was a reported clinically significant delay and prolonged hospitalization. No additional information was provided.